Event description:
It was reported that after installation of a new air/oxygen mixer the ht70 ventilator the oxygen would only to up to 70%. There was no patient involvement at the time of the reported condition.

Manufacturer narrative:
Product analysis #(B)(4): unit received for complaint of low readings is verified. Found that the mixer reads low throughout testing, well below the 70% complaint. Mixer was attached to a test ht70 and a calibrated pts2000 (ID: (B)(4)) set to measure oxygen and allowed to cycle under standard test settings. When the mixer is set at 21 the ht70 reads 21 and the pts reads 20.9, when set at 50 the ht70 reads 23 and the pts reads 22.8, when set at 100 the ht70 reads 37 and the pts reads 36. The mixer was disassembled for internal inspection. Found dirty filter. Found dirty diaphragm. The root cause of the low readings could not be determined and there were no other anomalies observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after installation of a new air/oxygen mixer the ht70 ventilator the oxygen would only to up to 70%. There was no patient involvement at the time of the reported condition.